Event description:
It was reported that during a lap cholecystectomy, the device did not close the staples correctly. The surgeon finished the case by a different method. No pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.